Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to the instrument housing was removed and found an instrument bearing at axis #6, upper to be broken. The retaining ring was not dislodged. Additional observation(s): the instrument was found to have a loose grip cable at the idler pulley. The complaint regarding [add complaint details] was confirmed by failure analysis. Root cause of loose instrument grip cables is attributed to a broken bearing, which resulting in a lack of tension and a loose or dislodged cable at the distal end.

Event description:
Refer to h11 for follow-up information.